Event description:
It was reported that the pump shut down unexpectedly, causing the customer's blood glucose level to go over 400 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.